Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
"It was reported there was an extra piece of plastic found at the tip of a bd insyte¿ autoguard¿ shielded IV catheter that appeared after removal. There was no report of exposure, serious injury or medical intervention."

Event description:
It was reported there was an extra piece of plastic found at the tip of a bd insyte¿ autoguard¿ shielded IV catheter that appeared after removal. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: the lot was built on afa line 2 from 23dec2017 through 26dec2017 and packaged on packaging line 8 from 28dec2017 through 29dec2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn (sap) database review findings: no qn¿s were initiated during the production of the lot number related to this investigation. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received a used 22ga unit along with an open-empty package. The needle-barrel assembly was fully retracted. Visual/microscopic examination: observed traces of patient residue (blood) on the catheter tubing and on the needle hub. Observed the catheter tubing was slightly curved. Observed a string of unknown material (fm) on the catheter tip. Damage (tear, v-shaped cut) was observed near the catheter tip. Catheter defective damaged: it is uncertain whether the damage (v-shaped cut) found in the catheter tubing was caused by manipulation of the device prior/during insertion or by the manufacturing process. Where the defect occurred (user or manufacturing) is indeterminate as the units received had been open/used. The damage found on the catheter tubing could be a contributor for threading difficulty experienced by the customer. Foreign matter: the source of the foreign matter observed on the catheter tubing is unknown, since the unit was received used and open the foreign matter was potentially introduced after use/during transit. A root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was an extra piece of plastic found at the tip of a bd insyte¿ autoguard¿ shielded IV catheter that appeared after removal. There was no report of exposure, serious injury or medical intervention.